Event description:
Additional review of the file identified "multiple catheter revisions" was listed as the patient's pertinent medical history.

Event description:
It was reported the patient had a change in therapy effect. Since the patient had their pump changed, the patient was "uncomfortably stiff." The patient had to take oral baclofen when they didn¿t have to with their last pump. The patient also reported a "20% residual on every refill." They were told by their healthcare professional (hcp) that this was within specification. The pump was checked by the hcp to make sure everything was working properly but, the patient said, "there must be something wrong with the pump." It was later reported by the hcp; the patient had ongoing problems related to their response to drug delivery. The patient had intermittent withdrawal symptoms. The issues have been going on for over a year and were ongoing. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was an intermittent/ongoing catheter issue which caused intermittent periods of withdrawal. It was decided by the patient&#38112;family not to revise the catheter at the time of the report. The issue was being managed by oral medication and bolus doses as needed. The doctor was unable to aspirate the catheter access port.